Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device fired malformed clips after the fourth firing. A different device was used to complete the procedure. There was no adverse consequence to the pt.